Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a unknown size unknown saline implant and was presented with unknown side breast implant deflation. The patient underwent bilateral explantation and replacement with catalog number 3502275; serial number (B)(4) on the left side, and with catalog number 3502275; serial number (B)(4) on (B)(6) 2020. This report is for the implant on one of the two effected sides.

Manufacturer narrative:
On january 11, 2021, mentor became aware that field d9 device available for evaluation was inadvertently left blank under the previous initial submission. It has been correctly updated to "no" on this form. Manufacturer¿s reference number: (B)(4). D7a, d8, and d9 device available for evaluation was inadvertently left blank.

Manufacturer narrative:
On january 20, 2021, mentor became aware that in the initial submission under b5 event description, the following statement was incorrectly added: "this report is for the implant on one of the two effected sides." Since the issue was reported on an unknown side not a bilateral issue. Manufacturer¿s reference number: (B)(4).